Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that his wife was hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with blood glucose level of over 400 mg/dl. Customer was giving herself a bolus and received a no delivery alarm. Customer was wearing the insulin pump at the time of hospitalization. The customer was treated through intravenous and manual injections. The customer declined troubleshooting for no delivery and high blood glucose. The reservoir will be returned for analysis.